Manufacturer narrative:
The referenced previous percutaneous lead replacement in (B)(6) 2013 was reported under medwatch MFR report #0002916596-2013-01367. The patient¿s implanting center is (B)(6). For the event the patient reported to (B)(6) foundation. (B)(6) foundation reported the event to the manufacturer. Approximate age of device ¿ 6 years and 11 months. The patient remains ongoing on lvad support; however, a portion of the percutaneous lead was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the lvad produced the driveline fault alarm. The patient had a previous percutaneous lead replacement in (B)(6) 2013 and used a regular grounded patient cable with the power module. The log file was reviewed by a representative of the manufacturer¿s technical services and confirmed the driveline fault events. There was no interruption in pump support to the patient. The system controller contained software version 7.18 so the log file driveline data was not available for interpretation. The system controller was exchanged. On (B)(6) 2018 system controller history interrogation performed by the hospital clinician revealed driveline fault alarms. The patient denied hearing an alarm. Technical services confirmed the driveline fault alarms. There were no pump stops or low speed operation observed. Per the representative, this appeared to be a true driveline fault. This type of behavior had been previously linked to potential issues with the percutaneous lead. Fluoroscopy images of the driveline revealed kinks near the driveline skin exit site and wire thinning or stretch near the driveline¿s connection to the system controller. On (B)(6) 2018 technical services performed an external percutaneous lead replacement. The following day, the lvad had low flow and low speed advisory when the driveline became kinked during patient movement. Log file review by technical services confirmed speed drops below the low speed limit (lsl) while connected to the power module. An ungrounded patient cable was requested. The patient was discharged. On (B)(6) 2018 system controller history interrogation performed by the hospital clinician revealed multiple driveline fault alarms on (B)(6) 2018. The lvad system was on an ungrounded patient cable. The patient was asymptomatic. The driveline faults observed by technical services during log file review appeared to be authentic driveline faults caused by an issue with the driveline. The system controller software would not make the patient aware of the driveline fault alarms; however, they would be viewable via the system monitor.

Manufacturer narrative:
Device evaluation: the patient remains ongoing on heartmate ii lvas, and no further issues have been reported at this time. Although the evaluation of the submitted system controller log file confirmed the report of driveline fault alarms and low speed and flow hazard alarms, a specific cause for the events could not be conclusively determined through the evaluation of the returned portion of the percutaneous lead. The evaluation of the submitted system controller log files revealed driveline faults and corresponding yellow wrench advisory alarms on (B)(6) 2018 through (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018. The observed events appear consistent with a potential percutaneous lead issue. Review of the submitted x-rays did not reveal any obvious areas of concern on the interior portion of the percutaneous lead. The exterior portion of the lead revealed potential shield breakdown inches from the metal connector. Some areas of potential shield breakdown were also observed just proximal and distal to the previous percutaneous lead replacement. In addition, a potential area of kinking was observed near what appeared to be the percutaneous lead exit site. A distal end percutaneous lead replacement was performed on (B)(6) 2018 and the replaced portion was returned in a segment measuring approximately 26 inches. The previous percutaneous lead replacement site was observed approximately 8.5 inches through 12.5 inches from the metal connector. The layers of the previous percutaneous lead repair site appeared unremarkable; however, the strength member knot was undone. Metal braided shield breakdown was observed approximately 12.5 inches from the metal connector through the severed end of the returned percutaneous lead segment. Minor breakdown was also observed approximately 8 inches from the metal connector. Visual inspection of the underlying wires revealed no apparent evidence of damage or wear to the insulation or inner conductors. Electrical continuity testing of the percutaneous lead segment with the outer layers removed did not reveal any discontinuities. Manipulation of the underlying wires did not reveal any areas of inner conductor damage. The evaluation did not reveal any percutaneous lead damage that would have contributed to the driveline faults observed in the submitted system controller log files. The account communicated that the patient had reoccurring driveline fault alarms following the percutaneous lead replacement. Evaluation of the submitted system controller log files revealed a total of 31 additional driveline faults and associated yellow wrench advisory alarms following the repair. Driveline faults appeared to correspond with decreased phase 3 values. Based on previous complaint experience, these driveline faults appear consistent with a potential percutaneous lead issue. The patient reportedly felt fine and was discharged with plans to follow up with the clinic. Further, the account communicated that the patient experienced low flow and low speed alarms following the percutaneous lead repair, which reportedly happened when the patient moved the lead. Evaluation of the submitted system controller log files revealed several low flow and low speed hazard alarms on (B)(6) 2018 between 11:59:23 am and 06:58:37 pm, associated with the pump¿s speed decreasing to values as low as 2200 rpm. These alarms only occurred while the system controller was connected to a power module. These events could be indicative of a potential percutaneous lead issue; however, a specific cause for these events could not be conclusively determined through this evaluation. Following this event, the pump appeared to have ramped up to the fixed speed without issue. The account reported that the patient was on a grounded patient cable during this event. Of note, it was reported the customer requested an ungrounded patient cable following these events, and no further low speed events were noted in the submitted data. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.